Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 20 mg/dl while wearing the pod between 24 and 36 hours. The patient was found to be unresponsive so they called the paramedics. The patient was treated with IV (intravenous) fluid and dextrose the patient was released two days later. The paramedics removed the pod at the patient's home and threw the pod away.